Event description:
It was reported the pt (B)(6) is without stimulation. A diagnostic test revealed invalid impedance measurements for all lead contacts. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.